Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be essure free on 10/18') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("loss of libido"), migraine ("migraines"), urticaria ("hives"), autoimmune disorder ("autoimmune diaease"), pain ("pain not severe"), multiple allergies ("allergies") and amnesia ("anyone experience memory loss? Short or long: yes, all the time"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the medical device removal, loss of libido, migraine and amnesia outcome was unknown and the urticaria had not resolved. The reporter considered amnesia, autoimmune disorder, loss of libido, medical device removal, migraine, multiple allergies, pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, memory loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media content received. Reporter and event "anyone experience memory loss? Short or long: yes, all the time" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain not severe') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), migraine ("migraines"), urticaria ("hives"), autoimmune disorder ("autoimmune diaease"), multiple allergies ("allergies") and amnesia ("anyone experience memory loss? Short or long: yes, all the time"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, loss of libido, migraine and amnesia outcome was unknown and the urticaria had not resolved. The reporter considered amnesia, autoimmune disorder, loss of libido, migraine, multiple allergies, pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, loss of libido, migraine and amnesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. Event pain nos updated to pelvic pain female as per sd dated: (B)(6) 2020. Event: medical device removal deleted and surgery added to event: pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be essure free on 10/18') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("loss of libido"), migraine ("migraines"), urticaria ("hives"), autoimmune disorder ("autoimmune diaease"), pain ("pain not severe") and multiple allergies ("allergies"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the medical device removal, loss of libido and migraine outcome was unknown and the urticaria had not resolved. The reporter considered autoimmune disorder, loss of libido, medical device removal, migraine, multiple allergies, pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be essure free on 10/18') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the medical device removal and loss of libido outcome was unknown. The reporter considered loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new event loss of libido added, new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be essure free on 10/18') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (will undergo surgery to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be essure free on (B)(6) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("loss of libido"), migraine ("migraines"), urticaria ("hives"), autoimmune disorder ("autoimmune disease"), pain ("pain not severe") and multiple allergies ("allergies"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the medical device removal, loss of libido and migraine outcome was unknown and the urticaria had not resolved. The reporter considered autoimmune disorder, loss of libido, medical device removal, migraine, multiple allergies, pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: migraines, hives. Reporter was added. On 23-mar-2020: information received via social media: new event - pain not severe, autoimmune disease, allergies and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be essure free on (B)(6)) in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (will undergo surgery to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.